Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. D4. Concomitant product UDI for cuff is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The device history record (DHR) review was unable to be performed as the lot number was not provided. The reported device performance allegation cannot be confirmed. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) stopped functioning, leading to device explantation and replacement. The balloon was left in situ. Post-removal testing conducted by the physician revealed that none of the components were operational. When testing the balloon by introducing a syringe into the balloon tubing, it was found to be broken and empty, confirming the presence of a leak. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. D4. Concomitant product UDI for cuff is (B)(4) and for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) stopped functioning, leading to device explantation and replacement. The balloon was left in situ. Post-removal testing conducted by the physician revealed that none of the components were operational. When testing the balloon by introducing a syringe into the balloon tubing, it was found to be broken and empty, confirming the presence of a leak. No patient complications were reported.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) stopped functioning, leading to device explantation and replacement. The balloon was left in situ. Post-removal testing conducted by the physician revealed that none of the components were operational. When testing the balloon by introducing a syringe into the balloon tubing, it was found to be broken and empty, confirming the presence of a leak. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.